Event description:
The recipient is reportedly experiencing edema. The recipient was prescribed antibiotics (type unknown), without resolution. A review of the recipient's test data indicates impedance issues, despite the device testing within normal limits.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.